Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems. It was reported the patient felt discomfort at one of her ipg pocket sites. It was reported the patient does not use the system much anymore and the ipg will be removed due to the discomfort. No further information is available at this time.